Event description:
The physician reports noticing that the crystalens was defective once the lens was delivered from the staar surgical lens injector system. Intervention was performed intraoperatively to remove the damaged iol and suture the incision. A second crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.